Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: sc-2218-70, model: m365sc2218700, serial: (B)(6), batch: 7088173.

Event description:
It was reported that the patients lead had one contacts out. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient lead had one contacts out. The patient underwent a lead replacement procedure and was doing well postoperatively. Additional information was received that the explanted lead will not be returned as it was kept by the medical facility.